Event description:
As reported by the user facility: pharmacist reported during a live call (duration: that the ext set w/ caresite & filter was noted, about 2 hours into the infusion to be leaking. Chemo meds were notes on the floor, the leakage did not fall on the patient. Spill noted and cleaned up; about less than 10ml spilled from medication. The leakage was noted to occur from the filter itself and not from the connection. The device was discarded and is not available for evaluation. This is the second occurrence since initial report on (B)(6) 2024. Customer reports that for drugs they do not track their lots. Customer should be able to get the lot number as they are tracking for the administration of taxol for other purposes. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.